Manufacturer narrative:
Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the surgeon found the tx60g "staple line not like experience before"? Did the device deliver a staple line? Yes. If yes, were there any missing staples from the staple line? No. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Irregular form.

Event description:
It was reported that during a low anterior resection procedure, the dr used the tx60g, he fired and found the staple line not like the experience before, so he ordered a new one, but the nurse opened wrong product -tx30g, and then open a new tx60g to continue the procedure, he transect the proximal resection near by patient side. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58e16. The analysis results showed that the tx60g device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.